Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was constantly beeping and the screen flashes white and then goes blank. Customer's blood glucose was 8.6 mmol/l at the time of the incident. Customer was showering and the insulin pump was away from her. Customer was advised to place the pump in storage mode. Customer stated that the screen went completely blank. Customer was advised to let the pump rest without a battery for 2 hours. Customer later called after resting the pump and stated that the new battery did not restore normal pump function. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.